Event description:
During the index procedure, an endeavor resolute rx drug-eluting coronary stent system of unknown size was used to treat a proximal lad lesion. Approximately one month post index procedure, a procedure took place to treat a lesion in the distal rca. During this second procedure, an apparent inflammation was noted at the site of the previously deployed resolute stent in the lad. No further information concerning the index procedure or the patient's co-morbidities were provided, despite numerous requests to the field. Cd images of the second procedure were received by medtronic for evaluation. These are currently being evaluated.

Manufacturer narrative:
Evaluation codes, method - (pending cd images evaluation).